Event description:
Implant failed as could not disengage from mount. Implant placement date was unk. Stability was achieved and osseointegration was not achieved.

Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant losses suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. Proper intended use of the implant is described in its instructions for use.